Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a recent lead safety switch (lss) triggered by a out-of-range pace impedance measurement of 2,025 ohms, increasing threshold measurements, and oversensed noise; rv lead fracture was suspected due to these observations. Additionally, the right atrial (ra) lead was surgically abandoned due to an unspecified product performance issue. This dual chamber pacemaker system was replaced with a leadless pacemaker. No additional adverse patient effects were reported.